Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the proximal end of left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during initial inflation at less working pressure for few seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for three days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the proximal end of left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during initial inflation at less working pressure for few seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.